Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was heavy corrosion inside the battery compartment and just about everywhere inside the case. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Insulin pump received has a horizontal crack on the battery threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 331 mg/dl at the time of the incident. The customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.